Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was no capture on the right ventricular (rv) lead associated with this pacemaker. It was noted that there was no slack remaining in the rv and right atrial (ra) leads. Both leads were successfully repositioned; this device remains in service. No adverse patient effects were reported.